Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 3224ml. The largest prescribed fill volume was 2000ml, which meets iipv criteria. According to the nurse she was aware that the patient was having overfill issues. Product surveillance notified the nurse of the probable cause found during evaluation. The nurse stated that the patient received a new cycler and it has been reprogrammed. The minimum drain volume was changed from 85% to 90%. Additionally, the nurse required a complete drain at the 7th cycle on the new cycler. The nurse stated that the patient has resumed therapy successfully with no further issues. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.